Event description:
Complaint received from the facility clinical patient safety coordinator. Customer reports she received t-connectors from the peds ER today with complaints of leaking. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
Multiple attempts have been made to follow up with the customer to obtain additional information. In the customer's initial report, they indicated that the sample is available for testing. The status and availability of the device has not been determined. Should the sample be received and evaluated, a follow up report will be submitted.